Event description:
Reporter indicated that a vns patient had passed away several months ago. No cause of death was provided at the time of the initial report. Attempts have been made to obtain additional information, however, no response has been received to date.